Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported the ez-io was placed into the right tibia of a male patient with extremely limited access in the emergency department on (B)(6) 2014. He was sent to the acu and was being discharged on (B)(6) 2014. A fellow IV nurse and a rn from the PICC team went to remove the io (still within the 24 hour window). They attached the 10cc syringe, pulled up with a counter-clockwise motion, and the hub separated from the needle and leaving the bare needle sticking out of the patient. As a result, the clinicians were able to pull the needle out with the use of a hemostat. There was no delay in treatment and no patient death or complications reported.